Event description:
During a routine device replacement procedure, it was visually noted there was a lead insulation abrasion on the left ventricular (lv) lead. It was suspected the lead insulation abrasion could be procedure related. The lv lead was adjusted with silicon oil and a suture sleeve to resolve the event. The patient was stable and will continue to be monitored.